Manufacturer narrative:
The drill was received by the MFR and the complaint was confirmed. Internal components were evaluated and extensive corrosion was discovered within the motor assembly. The presence of corrosion can lead to increased friction between the rotating components, resulting in heat being generated. The rotor and motor assemblies were replaced due to corrosion and heat damage, additional preventative maintenance was also performed. The drill was repaired and returned to the user facility.

Event description:
It was reported that the device heated up. There was no report of any adverse consequences or medical intervention. Customer could provide no further event detail.